Event description:
It was reported that the customer had high blood glucose levels and did not know why. Customer stated that last month most of the cannulas had been straight. Customer removed the infusion set and noticed that it was not bent from time to time. Customer treated with a manual injection if he had two consecutive high readings. Customer's blood glucose reading was over 200 mg/dl. Customer has a back-up plan and has contacted their health care provider for their high blood glucose levels. Customer was advised to disconnect from the pump. Customer was assisted with correcting the time and date settings. Customer has also received no delivery alarms. Customer does not have a tubing clamp and will be sent one. Customer will call back once they receive it to continue troubleshooting. Customer has had some bent cannulas and sometimes does not receive a no delivery alarm when their blood glucose readings are high. Customer stated that this was a past event. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.